Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a b30 scope communication error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation and the regional repair center. The investigation confirmed that the event reported by the customer did not occur and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.